Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Cracked enclosure and tank cover. Outdated printed circuit board (pcb), power switch, and front cover. Worn line cord and broken pole clamp. Started with a visual inspection then filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch. The reported issue was duplicate. The root cause of the reported issue was found to be the membrane switch that contains the alarm buttons were worn out due to regular use by the customer. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
Information received a smiths medical level 1 hotline low flow systems - hl-90 has over temp test button is not working. No patient adverse events reported.